Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. It was noted that the right atrial (ra) lead had high capturing thresholds. The patient was asymptomatic. The patient required zero percent pacing of the atrium, so the physician elected to leave the ra lead untouched as the other diagnostics were within normal ranges. The patient left in stable condition.